Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to see bolus deliveries in the pump history. Customer indicated blood glucose (bg) levels were impacted; however, no specific bg value was provided. During troubleshooting with tandem technical support, a review of the data showed customer had not completed a bolus delivery since (B)(6) 2016. Customer was reminded that when initiating a bolus delivery, they must select "confirm" and "deliver" to complete the process. Customer acknowledged.